Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 400 mg/dl and diabetic ketoacidosis; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital contact declined troubleshooting with tandem technical support and declined to provide further information.